Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had low blood glucose of 50 mg/dl. The customer also reported that, the lost sensor alert on her sensor. Customer is not reporting a lost sensor alert that occurred only with a previous sensor. Customer stated that, the sensor appears to be fully inserted and flat against the skin. Customer declined any further troubleshooting. Customer had a low blood glucose and declined low blood glucose troubleshooting. Customer advised to monitor new sensor and transmitter and if any alerts continue to call during alert. The insulin pump will not be returned for analysis.